Event description:
It was reported that during a procedure the tip of the device broke.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The ceramic tip and metal electrode had broken off from the probe¿s distal end. Pronounced marks and dents were observed on the black insulation. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record could not be reviewed since the lot number was not available. Probable root causes for the reported condition can be associated, but not limited to: component issue, improper assembly and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure the tip of the device broke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.